Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the bipolar within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding a broken conductor wire was confirmed by failure analysis. Common causes of broken conductor wire at the bipolar within the yaw pulley are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the maryland bipolar forceps instrument image shows a broken conductor wire that appears to have come out of the slot where it goes into the yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury.